Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during a planned (non-emergent) procedure. The procedure was delayed by less than 20 minutes and was completed using the wireless footswitch. It was reported to philips that system reported a ¿failed fluoro¿ error. Upon troubleshooting, the philips field service engineer (fse) checked with the system onsite and found the wired footswitch was reported to work intermittently and stopped functioning when moved. To resolve the issue fse replaced the wired footswitch. The failure of the wired footswitch can be attributed to the issues resolved in philips correction 2023-igt-bst-004. The defective part was sent for analysis, for wired footswitch, malfunction was observed and the failure was found to be a loose bracket and no signal was transmitted upon pedal actuation when the cable was pulled to the right-hand side. After replacement, the system returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude a potential for serious injury and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. According to the information obtained, the procedure remained unaffected, the procedure was completed as planned. The procedure was finalized with a delay less than 20 minutes using a wireless footswitch is not likely to cause or contribute to death or serious injury should it recur. Therefore, based on this investigation results, philips concludes that this complaint is not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system gave an alert indicating the footswitch was pressed, preventing fluoroscopy. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.